Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va12jzr, implanted: (B)(6) 2016, product type: lead product ID: 3387s-40, lot# va14s7x , implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient had an infection at the connection site of leads and extensions in the posterior aspect of the scalp. The implantable neurostimulator (ins) was removed along with the leads and extensions. The issue was resolved at the time of the report and the patient status is alive - no injury. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.